Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the orange hemostatic valve completely detached from the vizigo¿ sheath. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-apr-2022. It was reported that the hemostasis valve (gasket) broke into two or more separate pieces. The sheath was being used on the patient. It is unknown if air entered the patient¿s body. The patient was hemodynamically stable. This issue did not require percutaneous or surgical removal. Blood return was not observed, dilator was still in. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was none. No medical intervention was required to stop the bleeding. The biosense webster clinician interprets that when the hemostatic valve is mentioned that they are referring to the brim cap since they stated that it was orange, and the brim cap is orange. However, clarification has been requested and upon receipt of requested information, this complaint will be reassessed accordingly. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 27-apr-2022. The device evaluation was completed on 06-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the orange hemostatic valve completely detached from the vizigo¿ sheath. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached as well as the other components. Residues of adhesive were found on the brim cap and base. No other anomalies were observed. The brim cap, hemostatic valve, and silicone ring could have been detached due to an external force while inserting the dilator thru the sheath but, it cannot be conclusively determined. A device history record review was performed for the finished device 00001875 number, and no internal actions related to the complaint were found during the review. A picture was received for evaluation following biosense webster (bwi) procedures. According to the pictures provided by the customer, the hemostatic valve was dislodged, and the brim cap was detached. This issue could be related to the incorrect insertion of the dilator into the sheath, causing the brim cap-valve dislodgment; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 11-may-2022. Clarification was received and it was reported that the issue was with the orange brim cap. This information is aligned with the clinician¿s interpretation of previously reported information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).